Event description:
It was reported that the implant fixture at tooth site #19 fractured at the neck causing a loose crown and eventually implant failure. Progressive bone loss and peri-implantitis were also reported. The implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.